Event description:
On (B)(6), 2005, this patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2009, follow-up imaging identified an infected pararenal abdominal aortic aneurysm, infected aortic stent graft, and a type I endoleak. On (B)(6), 2009, the gore excluder aaa endoprostheses were explanted due to the infection. The patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: (B)(4).